Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Representative instructed user on reconstructing data base. Confirmed data base recovery and now transferring data set to db to verify operation. System operating as intended.

Event description:
It was reported that the operator could not access the database for system operation. There was no adverse patient involvement reported. There was no patient information reported.